Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced multiple allegations on the device namely pump error 35 (broken force sensor was detected during seating or regular delivery), keypad/button unresponsive/button error and frozen screen. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and the customer was not able to clear the pump error alarm. The customer reported buttons were not responsive after a keypad anomaly and/or stuck button alarm and the screen remained unresponsive even after replacing the battery. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump received with flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, force sensor and lcd flex tail. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case, cracked case-corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked and label damage (stained and faded). Flashing medtronic logo was observed during analysis due to moisture damage on pcba 1, pcba 2, force sensor and lcd flex tail. Unable to confirm pump error 35 due to flashing medtronic logo. Unable to confirm keypad/button unresponsive/button error due to flashing medtronic logo. Frozen screen not confirmed due to flashing medtronic logo. Unable to upload/download due to flashing medtronic logo. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.